Event description:
It was reported that during routine follow-up this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed and data analysis showed the battery appeared to be depleting more quickly than expected. The device was replaced, and no additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded, but the battery still supported full device function. Detailed analysis confirmed the battery was depleting faster than expected; however, further battery analysis did not yield a root cause, and the event could not be replicated.

Event description:
It was reported that during routine follow-up this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed and data analysis showed the battery appeared to be depleting more quickly than expected. The device was replaced, and no additional adverse patient effects were reported. The device was received for analysis.